Manufacturer narrative:
H6: added code 50 to investigation conclusions.

Manufacturer narrative:
H6: code 829 added to component code.h6: code 213 added to investigation findings.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
As it is not known which sheath may have been associated with the rupture both are being investigated for this report. Additional sheath information: dsf2233, sn (B)(4), UDI: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aortic dissection and (ulcer like projection; ulp) with a gore® tag® conformable thoracic stent graft with active control system (ctag ac). A gore® dryseal flex introducer sheath (dsf) was used for access. A 24fr dsf was inserted from the left femoral artery, but it was not able to be advanced. The sheath was changed to 22fr dsf, but it was also not able to be advanced. Angiography revealed a rupture in the origin of the left external iliac artery. A stent graft was deployed from the left common iliac artery to the left external iliac artery. The left internal iliac artery was intentionally covered with the device. A ctag ac was delivered and deployed from right femoral artery access. The patient tolerated the procedure. The physician stated as follows: the tortuosity in the origin of the left common iliac artery of the pre-existing y-shaped graft was greater than that confirmed by cta, and it was like a bellows. Therefore, it was difficult to insert the sheath. Originally, it was expected that access would be difficult.